Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was not working. It was also indicated that the power cord bay assembly latch was broken. The programmer was repaired and returned to service. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working. The stylus was replaced but the issue was not resolved. Service was also required for the back door. The programmer was returned for service. No patient complications have been reported as a result of this event.